Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a week after the implant at tooth site #20 was placed, the patient noticed that the threads on the implant were showing. Soft tissue dehiscence was also noted. The implant was removed with reverse torque.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual inspection was performed. Returned implant shows signs of wear/use. Inner threads tested with in-house mount, and it functions as intended. No malfunction identified. In addition, no damage to implant's external threads was observed. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, device malfunction did not occur. No malfunction was identified with the returned implant. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.